Event description:
Olympus technical support engineer was informed by the user facility via telephone that the customer evis exera iii xenon light source has a ¿b30 when connecting endoscope¿. The b30 communication error was found before procedure. The problem was resolved over the phone as the customer cleaned the scope socket and no further errors occurred. No death or injury was reported to olympus.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and information from the customer, the phenomenon was resolved by cleaning the terminal. Thus, it was surmised that b30 error occurred due to a foreign material such as dust adhered to the electrical contacts of the output connector. This made communication between the scope via a light source and the video processor fail. Olympus will continue to monitor field performance for this device.